Event description:
It was reported that the patient presented to the emergency room in (B)(6) after receiving shocks. The atrial lead exhibited greater than 2000 ohms impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.